Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited increased pacing threshold. An echocardiogram revealed a small effusion, and a perforation through the right ventricular wall was suspected. On (B)(6) 2015, the lead was successfully repositioned. All electrical measurements were in range. The patient was stable post procedure.